Event description:
It was reported that the device had showing partial display issue. There was no patient involvement.

Manufacturer narrative:
Report source: date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 28apr 2014. The review was performed from the date of manufacture to the present date 25mar 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had showing partial display issue. There was no patient involvement.

Manufacturer narrative:
Additional information: the actual date of event is unknown. Correction : imdrf annex c,d grid. The actual date of event is unknown.

Event description:
It was reported that the device had showing partial display issue. There was no patient involvement.

Event description:
It was reported that the device had showing partial display issue. There was no patient involvement.

Manufacturer narrative:
A review of the service history record for (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.